Manufacturer narrative:
Medtronic received the following information from the journal article entitled; late open conversion after thoracic endovascular aortic repair. Https://doi.org/10.1016/j.jvs.2018.11.019. Hyun-chel joo, young-nam youn, joon ho kwon, jong yun won, do yun lee, young-guk ko, donghoon choi and kyung-jong yoo. J vasc surg 2019 vol 70 issue 2. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm on an unknown date. It was reported that 7 months later the patient presented with a type ia endoleak. An open conversion was carried out with graft replacement of the arch and thoracoabdominal aortic aneurysm. It was reported that the patient died had two separate operations to address postoperative bleeding and died of pneumonia 19 days after surgery.